Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 313 mg/dl. A manual injection was administered. Reportedly, the customer observed air bubbles coming out of the cartridge. The customer changed the cartridge and reported that the pump functioned as normal with no air bubbles present in the tubing and cartridge. It was reported that the customer used cold insulin and that the customer was using a 6mm cannula when they needed a 9mm cannula. Reportedly, the customer's distributor shipped the incorrect cannula.